Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified with the physician's office that two remote transmissions had been done subsequent to the pacing concern and both revealed normal device function. It was noted the lower rate was actually set to 50 beats per minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the implantable pulse generator (ipg) was "set to 70" (beats per minutes for a lower rate) and a "machine in the emergency room shows the low to mid 40s." The device remains in use. No patient complications have been reported as a result of this event.